Event description:
Wire removed from pt's left knee. Culture was positive for staphylococcus. Medical dr states the pt will likely need more surgery in the future and will end up with a stiff knee. Wire was inserted about a month ago due to fractured patella. The pt fell on the knee about 3 days prior to removal of wire. Was seen in md office prior to admission where it was noted the pt suffered an open patella ligament rupture and had what the dr felt was an early cellulitis also at the site. Device was not implanted at this faciltiy.